Manufacturer narrative:
H.6. Investigation: ¿2 photos were received for evaluation. ¿from the photo, observed black embedded foreign matter on the needle hub. ¿1 actual samples in open packaged were received for evaluation. ¿the sample was not decontaminated. ¿the 1 actual sample was subjected to visual inspection to check for foreign matter. ¿observed multiple black embedded foreign matter on the needle hub. ¿the black embedded foreign matter was sent for the ftir test to determine the foreign matter type. ¿the ftir results shows that the spectrum has no good match available in the library, but the best match is mixture of carboxylic acid salts and other unknown compounds. Able to confirm the customer experience based on the returned samples. Embedded foreign matter could be a result of degraded polypropylene in the injection screw of the molding machine. There is a yearly preventive maintenance to replace the injection screw. However, based on the ftir results, the embedded foreign matter is not polypropylene but a mixture of carboxylic salts and other unknown compounds. Carboxylic acid salts are not used in our molding process. Root cause could not be determined. A device history record review also showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that foreign matter was found before use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "the user complained that dots were found on the needle hub."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "the user complained that dots were found on the needle hub."